Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alerts including replace sensor, sensor unavailable, dosing stops in x hours, pairing failed, and the patient awoke with hyperglycemia around 400 mg/dl; the patient manually entered bg into the pump and also administered 14 units of subcutaneous insulin by syringe while remaining connected to the ilet, after which they were advised to disconnect for two hours to avoid insulin stacking. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an unexpected medical intervention because medication was required. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.